Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information(weight )further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077090.

Event description:
It was reported patient was unable to place ipg into MRI mode since one of the leads was having high impedances on one of the leads. Therefore patient underwent surgical intervention where one of the lead replaced and issue was resolved .investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.